Manufacturer narrative:
Inratio precision data provided by end-user lot: date: (B) (6) 2010, 1st inr: 2.7, 2nd inr: 5.0, mean: 3.85, sd: 1.63, %cv: 42.24. Since 42.24% cv is more than 20%, the precision test failed the criteria for precision. Add'l investigation is required. Investigation results: precision data results are referenced from a previous case. Donor 1, ref. (Inr): 3, in-house (inr): 3.3, in-house (inr): 3.2, mean: 3.17, sd: 0.15, %cv: 4.82, resolution: pass. Donor 2, ref. (Inr): 2.1, in-house (inr): 2, in-house (inr): 2.3, mean: 2.13. Sd: 0.15, %cv: 7.16, resolution: pass. For each pair of replicates, for each sample on strip lot #216973, mean and standard deviations were calculated. In-house test results have 4.82% and 7.16%, respectively for each donor, and are less than 16%. Both samples pass the criteria for precision. No discrepant result was established on in-house meters. No further investigation will be pursued. Data analysis of cv% calculation from comparison test data provided by end-user revealed precision criteria was not met. Product is not expected to be returned. Precision testing is referenced to a previous complaint case with returned strips and product deficiency was not observed. There is insufficient info to determine the root cause. As of (B) (6) 2010, 28 discrepant result complaints were reported for lot #216973, yielding a complaint rate of 0.006%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time; corrective action not required. Ongoing trending shall be performed to determine if further action is warranted.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 2.7, inratio (different meter): 5.0. Also tested a pt not on coumadin and got a 0.9 on the first meter.